Event description:
2005, pt reportedly fell off their bicycle. In 2005, the pt was seen by a co rep for device eval. Testing conducted at the center indicated that the device was no longer functioning. However, a hematoma was noted on the implant side. In 4 days late, the pt's device was re-evaluated once the hematoma cleared up. Testing confirmed that the pt's c1 device was not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.